Event description:
Reporter stated that patient's blood glucose measured 159 mg/dl, at 8:00 am, while using the suspect device. Four hours later, reporter indicated that she found patient disoriented, sliding out of their chair, and unable to hold still. Reporter contacted emergency medical services, and upon their arrival patient's blood glucose measured - 40 mg/dl (using the paramedics' blood glucose monitor). Patient was given glucose orally, and by injection, as well as a sugared beverage, to elevate blood glucose. Patient's blood glucose measured 218 mg/dl, at 6:00 pm. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.